Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted to the hospital for a gastrointestinal bleed. The patient complained of shortness of breath on (B)(6) 2017, and required intravenous (IV) diuretics and transfusions in the outpatient clinic secondary to gastrointestinal bleeding. The patient denied having black tarry stools. The patient's anticoagulation of coumadin and aspirin were stopped. On (B)(6) 2017, the patient received two units of packed red blood cells (prbc) and diuril in between units of blood. It was further reported that on (B)(6) 2017 the patient received two additional units of prbcs in the outpatient clinic and the patient's vitals remained stable. The event was resolved and the patient was discharged. The pump remains in use. No further patient complications have been reported as a result of this event.